Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 600 mg/dl and treatment details are unknown. The event involved product(s) mmt-1884, mmt-7040a, mmt-342, unomedical. Troubleshooting was not performed. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The product(s) mmt-1884, mmt-7040a, mmt-342, unomedical will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, seating, basic occlusion test, self-test and force sensor test. Unit passed dat test at 0.0871 inches. No delivery anomalies noted during testing. Unit successfully downloaded to thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed functional testing and no delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.